Event description:
Patient reported they finished their aligners and their teeth are still crooked, especially the top teeth. The aligners made their front teeth loose and sensitive while using them. They could not bite directly into something. This is a contraindicated patient for crown.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.